Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that exit block, decreased sensing, and unstable impedance measurements were observed in the right ventricular lead approximately one month post implant procedure. It was also reported that the lead required eight placement attempts during the implant procedure to obtain acceptable electrical measurements. The lead remains in use. A lead replacement is planned. No patient complications were reported as a result of this event.